Manufacturer narrative:
Customer produced greater than 7.5 inr. Inratio meter measures inr range from 0.7-7.5 inr. These unexpected results may caused by the following: a hematocrit that is higher or lower than the validated operating range of the inratio system can cause inaccurate results. Lupus or antiphospholipid antibody syndrome (aps) may falsely prolong the inr value. Certain prescription drugs and over-the-counter medications that can affect the action of oral anticoagulants and the inr value. Liver disease, congestive heart failure, thyroid dysfunction, and other diseases or conditions can affect the action of oral anticoagulants and the inr value. Changes in diet, lifestyle, or taking nutritional supplements such as ginkgo biloba can affect the action of oral anticoagulants and the inr value. Patient is taking antibiotics. Patient's current medication may interfere with coagulation test, as indicated on technical bulletin 101. As of 07/28/2010, 35 discrepant result complaints were reported for lot #221728 yielding a complaint rate of 0.014%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. Corrective action not required at this time.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: >7.5, re-test: >7.5, re-test >7.5, re-test >7.5.